Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, a21 error test, displacement test and basic occlusion test. Unable to prime unit during prime/a33 test due to faulty fsr (gold). Unable to perform occlusion test, dat test and excessive no delivery test due to prime anomaly. Unit received with intermittent esc, act and up arrow buttons due to flattened dome switches (no crease). No unlocked j2/lcd keypad connector. Unit received with broken off piece at the battery tube threads. Unit received with cracked case at the display window corners, display window and reservoir tube lip. Unit received with minor scratched display window and case.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on august 15, 2018 with blood glucose of 550 mg/dl. Patient's other blood glucose value: 469 mg/dl. The customer experienced symptoms such as headache. The customer was treated with IV drips. The customer was wearing the insulin pump within 48 hours of the hospitalization. The device will be returned for analysis.